Manufacturer narrative:
This MDR has already been submitted to FDA by the us importer with report number (B)(4).

Event description:
Patient revised on (B)(6) 2021 due to dislocation, approximately 6 weeks after the first surgery. Surgeon explanted santard humeral cup 36/+3 and implanted 36/+9 stability humeral cup.